Event description:
Beginning on (B)(6) 2020, genmark was advised of unexpected negative results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2020 through october 5, 2020. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was no signal detected for sars-cov-2. This report is associated with 10 unique samples and 11 runs evaluated during validation. The comparator methods indicated eight samples were positive for sars-cov-2, while information was not provided for two samples. Reported to genmark on (B)(6) 2020: comparator method: cepheid xpert xpress sars-cov-2 assay CT value: 1. (B)(6)- CT= 40.8, endpoint 130, positive for n2. 2. (B)(6)- CT= 42.7, endpoint 89, positive for n2. 3. (B)(6)- CT= 41.9, endpoint 99, positive for n2. Reported to genmark on (B)(6) 2020: comparator method: - unspecified bd max sars-cov-2 assay 4. (B)(6) CT value: n1= 32, n2= 34. 5. (B)(6) CT value: n1= 34, n2= 34. Comparator method: unspecified cepheid sars-cov-2 assay: 6. (B)(6) CT value: n2= 37.8. 7. (B)(6) CT value: n2= 44.8. 8. (B)(6) CT value: n2= 42.7. On (B)(6) 2020, the customer reported 3 additional samples provided unexpected negative results. This included 2 unique samples one repeat sample. Information on the comparator was not provided. Analysis: · internal review of qc release data for affected eplex rp2 panel lot 53684361 confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).